Event description:
It was reported that the patient's vns system registered high lead impedance. As this was in a new patient visit with the physician, the physician did not have previous knowledge of the high impedance or a date it was encountered. The output current was also found to be disabled. A review of available programming history for the patient's generator showed that the output current was programmed to 0 ma on (B)(6) 2015. Review of the internal device data for that date showed that the lead impedance from the last automatic check was high. The last >25% change in impedance had an estimated occurrence on (B)(6) 2014 which changed from 3469 ohms to 11110 ohms. This represents a change from a value within normal limits to high impedance. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
Information was received that clarified specific results of the encountered high impedance in device diagnostics. No additional pertinent information has been received to date.

Event description:
Two x-ray images with an ap view of the neck and chest and a lateral view of the chest were received and reviewed by the manufacturer. The generator was placed normally per labeling. The lead pin appeared to be fully inserted and was observed past the connector block. The feedthru wires appeared to be intact. The lead electrodes appeared to be appropriately placed per labeling. No gross lead discontinuities or sharp angles were observed. Due to the angle of the lead, the top of the strain relief bend could not be assessed for whether it qualifies as a sharp angle. Small segments of the lead were located in front and behind the generator. The lead wire appeared to be intact at the connector pin. No additional pertinent information has been received to date.